Event description:
On (B)(6) 2026, a sales representative reported via email that an ar-1788j-cp internalbrace implant system had a broken anchor during use. This was discovered during a lateral ankle stabilization with internal brace procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 23-feb-2025: this issue occurred during the insertion of the 4.75mm swivelock anchor, when the threaded portion cracked. All detached fragments were retrieved. The procedure was completed using a different kit with the same anchor type. The case was delayed for less than one minute, and no additional anesthesia was required.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.